Event description:
On (B)(6) 2025, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2026, the patient underwent a gastroscopy for a routine tube replacement. During the procedure, a gastric fistula was noted, due to the pressure of the tube. The patient was admitted to the hospital to receive unknown "targeted drug therapy". The device has been removed and a future replacement date has been scheduled.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and therefore, a return sample evaluation is unable to be performed. An gastric fistula is a complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.